Manufacturer narrative:
Investigation was initiated by regulatory affairs on our aware date of (B)(4) 2013. Follow up reports will be provided as more information becomes available.

Event description:
Pt was given a treatment using electronic stimulation and the pt reported receiving a shock. The pt is now alleging injuries as a result of the shock. Djo, llc became aware of the reported event on (B)(4) 2013. The device has not been returned to djo, llc for evaluation.